Manufacturer narrative:
(B)(4). It should be noted that the reported use of the proglide device with a sheath larger than 8 fr is not consistent with the instructions for use (IFU). The IFU, under indications for use, reads: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths.

Event description:
It was reported that a pre-closure technique of the right and left common femoral arteries (rcfa and lcfa) was attempted at the beginning of an abdominal aortic aneurysm (aaa) procedure. Reportedly, 8 proglides were attempted, 2 proglides in the right groin and 6 proglides in the left groin. The 2 proglides used in the right groin achieved hemostasis and no device issue was experienced. For the left groin, 2 proglides were attempted also in a pre-close fashion and the sutures were set aside. The 6fr sheath was upsized to 20 fr to perform the index procedure. At the end of the procedure the sutures and knots were advanced, however, bleeding continued and hemostasis was not achieved. One proglide was then deployed at the lcfa and once the physician was handling the sutures to advance the knot, the sutures just pulled out of the artery, as they had not grabbed the vessel. Three additional proglide devices were attempted, one at the time, with the same result. Vessel closure was performed surgically (lcfa). The patient remained hospitalized for 3 days, due to the complications that resulted in surgical closure, and was discharged with no adverse sequela. The physician is trained in the use of the proglide device. The two proglide devices used in the rcfa were deployed using a 6 fr sheath which was upsized, after the sutures were set aside, to 18fr sheath to perform the index procedure. The six proglide devices attempted in the lcfa were deployed using a 6 fr sheath which was upsized, after the sutures were set aside, to 20fr sheath to perform the index procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: sheath: 6fr, 20fr; other: gore excluder, heparin. Contributing factors to the reported event of suture deployment completed but bleeding still observed, include but are not limited to: user technique, operational context, patient anatomy, or manufacturing. As for other possible causes, the information provided by the customer is limited and does not allow for assigning a probable cause to the experienced event. Based on the information available and the manufacturing inspection criteria, there does not appear to be any indication of a product quality deficiency. A thorough analysis of the device was not possible as it was discarded at the facility. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not identified and the device was not available for evaluation. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. The five other proglides are each being filed under separate manufacturing report numbers.